Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:03 was confirmed during product evaluation by baxter personnel. This condition was caused by corrosion or residue found on the pumphead module printed circuit board. The pumphead module printed circuit board was replaced onsite at the facility by a baxter field service technician to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:03. It is unknown when or in which care area this event occurred. Baxter personnel confirmed this failure code and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.